Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using another brand's at home covid-19 test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are discrepant results. Reason for call: customer wondered why there were two lines on test if she is negative if she tested positive 4 days ago (with another brand test). Outcome/resolution: customer understands that test can only be read via app.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using another brand's at home covid-19 test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are discrepant result. Reason for call: customer wondered why there were two lines on test if she is negative if she tested positive 4 days ago (with another brand test). Outcome/resolution: customer understands that test can only be read via app.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, had a ¿discrepant result. Customer wondered why there were two lines on test if she was negative if she tested positive 4 days ago (with another brand test).¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. Technical support informed customer that the test could not be read manually and can only be interpreted through the scanwell app as the test was not designed or validated to be visually read. Unlike most of the other self-tests in the market, results from the bd veritor¿ at-home covid-19 test are read by a smartphone, leaving no room for misinterpretation. The scanwell® health app analyzes and interprets the test. While lines may develop on the test cartridge, the app will determine the test result. Digital interpretation via the scanwell®¿ health app also removes the human subjectivity aspect of multiple line intensity interpretation. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.